Event description:
It was reported that this pacemaker showed two years remaining a couple of months ago and recently had less than three months. Moreover, it was noted that the patient high rate atrial events. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header is firmly attached to the pg casing. Visual inspection noted no irregularities. No holes were noted in the seal plugs. Setscrews move freely. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Lifetime sense and pace counts were reviewed, and it noted high atrial sensing. Evidence of chronic high atrial rates that reduce longevity in devices that are programmed ddd mode with atrial sensing on. This found evidence which meets criteria for trend tr13003. Longevity noted a failing evaluation. The device had an expected lifespan of 9.06 years; however, it was only implanted for 6.21 years. This receives a value of 68.5%. Due to the presence of the high atrial sensing behavior, longevity is considered a pass. Pg passed functional testing, passed longevity, and memory noted normal device behavior. Investigation deemed no product defect, no problem detected.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed two years remaining a couple of months ago and recently had less than three months. Moreover, it was noted that the patient high rate atrial events. To date, the device remains in service. No adverse patient effects reported.